Event description:
It was reported that the patient had infection at the at the ipg and lead sites. It was noted that the patient had pain and drainage at the ipg site. The physician believed that the infection was not device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7141909/7141971.